Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead analyzed. Blood present in/on helix mechanism and the lead was stretched; apparent explant damage.

Event description:
It was reported that implant was attempted on lead, but lead could not be placed. No patient complications have been reported as a result of this event.